Event description:
It was reported that they are artifacts in the images, causing the patient to be re-exposed. It was determined that the grid needed to be adjusted. Once these were replaced, the unit is working as intended.